Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had pain at the implantable pulse generator (ipg) site. The issue began for the patient at an unknown date. The patient reported weight loss and observed pain and discomfort at the ipg site. The ipg was repositioned at a higher position on (B)(6) 2019 and the device remains implanted. There were no complications during the procedure and therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.